Event description:
It was reported that the right ventricular (rv) lead was experiencing t-wave oversensing (twos) and undersensing of r-waves. It was determined that the lead had dislodged. The lead was repositioned. It was further reported that twos continue post reposition. The device will be reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086 implantable pacing lead (B)(6) 2012. (B)(4).